Manufacturer narrative:
Investigation summary: DHR review for batch 6243881: manufacturing date: 09/18/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6243881 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Investigation summary: sample evaluation: one sealed 3ml safety glide combination syringe with needle was received by bd (B)(4) and confirmed to be from batch #6243881. The sample was visually evaluated. No evidence of leakage past stopper was found. The syringe was found to have no visual defects. The stopper was evaluated and no defects were found. Investigation conclusion: n/a, no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safety glide, regular bevel needle leaked at the hub side of the barrel during use, requiring another dose to guarantee the vaccination dose. No serious injuries noted.